Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left hemithyroidectomy surgery emg endotracheal tube compressed by thyroid, unable to ventilate. It was replaced with another 7mm tube. The procedure was delayed but unknown delay time. No patient injury.